Manufacturer narrative:
Manufacturer has made several attempts to obtain information from the surgeon to evaluate complaint. Report will be updated if additional information is obtained.

Event description:
Salient obtained a report that there was a patient side effect. The procedure was a posterior cervical case utilizing salient aquamantys 2.3 device. The patient developed a seroma post operatively and the doctor had to go back in.